Manufacturer narrative:
(B)(4). Additional information: (B)(4). Baxter will continue to monitor and report on death and serious injury events and follow existing escalation processes to assess the impact on patient safety. A service history review revealed that this device was not previously serviced for the reported condition. However, during previous service, the main battery was replaced.

Manufacturer narrative:
The condition of low battery alarm was confirmed through evaluation due to a defective main battery. The main battery was replaced to correct the reported condition. A follow-up report will be submitted if additional information becomes available. (B)(4).

Event description:
During service by baxter personnel, it was found that a flo-gard infusion pump experienced a low battery alarm during battery testing in the standard functional test step 9.15. This alarm interrupted delivery. There was no patient involved; there were no reports of patient injury or medical intervention or adverse reaction in association with this event. No additional information is available.